Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device is not returned for evaluation. However, one electronic photo was provided for review. The photo shows power port along with the cath lock inserted. Two splits were noted on the port septum. No other anomalies were noted. Therefore, the investigation is confirmed for the identified material split issue. However, the investigation is unconfirmed for the reported fracture as the reported crack was noted to be a material split. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right side of the sixth thoracic vertebrae via the right internal jugular vein, the diaphragm of the port was allegedly found to be cracked, with the risk of leakage of fluids. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right side of the sixth thoracic vertebrae via the right internal jugular vein, the diaphragm of the port was allegedly found to be cracked, with the risk of leakage of fluids. The procedure was completed using another device. There was no reported patient injury.